Event description:
It was reported that the insulin gauge was inaccurate and that air bubbles were found in the infusion set tubing. Customer reloaded their cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.